Event description:
It was reported a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Eight days after the implant procedure, the patient fell on his right side. The physician stated the closure device was rotated and was above the intended location. Also, it is only anchored in one place. The patient will be monitored and will have a transesophageal echocardiogram in the future to monitor it.

Event description:
It was reported a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Eight days after the implant procedure, the patient fell on his right side. The physician stated the closure device was rotated and was above the intended location. Also, it is only anchored in one place. The patient will be monitored and will have a transesophageal echocardiogram in the future to monitor it.